Event description:
It was reported that the patient received inappropriate shocks due to sensing of abnormal signals. Rib clavicle damage was suspected.

Manufacturer narrative:
The reported oversensing was due to an abrasion on the outer insulation which exposed the blue cables. The abrasion was likely caused by friction to the ICD can.